Event description:
It was reported that the programmer's touch pen stylus did not interface accurately with the display screen. It was noted that changing out the stylus did not resolve the situation. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus did not interface accurately with the display screen and therefore the overlay/bezel assembly was replaced and calibrated with the stylus. Concomitant medical products: product ID 229047 software analyzer. (B)(4).